Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion (per the mynx instructions for use) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent and free of damage. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 5f mynx grip vascular closure device did not get into the unknown sheath. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of the 5f mynxgrip vascular closure device did not get into the unknown sheath. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Per functional analysis, testing was performed on the received device. The sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device was being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was slightly bent. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.